Event description:
This report is to advise an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 3.3-3.4cm from the connector pin, consistent with lead friction to the device can, and at 13.4-14.0cm and 39.3-39.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 8.4-9.6cm and 10.0-10.7cm from the distal tip. The etfe coating was intact at these locations. (B)(6).